Manufacturer narrative:
No intervention/treatment reported. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant mona lsa stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. The native aorta diameter between lsa and lcc was 28mm. Proximal neck sealing zone length (taa to lsa) 33mm. Length of lsa 30mm. Access artery tortuosity was noted as mild to moderate. It was reported that approximately 3 years post index procedure, the patient experienced stenosis to the left subclavian artery. It was reported that the stenosis was asymptomatic and located proximal to the stent graft. No treatment was provided to resolve this event. The investigator has assessed the event as related to the branch stent graft. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.